Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed relevant testing. The log was downloaded and reviewed finding no errors related to the complaint. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver display was frozen. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.